Event description:
It was reported that this implantable cardioverter defibrillators (ICD) delivered 6 inappropriate electric shocks due to an atrial arrythmia with possible rapid ventricular response (rvr). The patient required medication to treat the atrial fibrillation (af) and was admitted to the hospital. The device remains in service. No additional adverse patient effects were reported.